Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h / 2016; checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Customer reported blood glucose reached 263mg/dl and cannula was bent. She also stated the insertion site was bruised and painful. Pod worn between 4 and 24 hours.